Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/reporter, the pt's daughter, contacted lifescan (lfs) to report the one touch ultra meter was giving an unk error message. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On the morning of (B) (6) 2010, the pt obtained an unspecified error message on the reported meter; she did not obtain a blood glucose reading. Afterwards, the pt experienced the symptoms of dizziness and nausea. The pt took an increased dose of lantus insulin eight units. In the afternoon of this date, the pt was taken to the emergency room, where her blood glucose level was tested to be 300 mg/dl. The pt was treated with intravenous fluids. The pt manages her diabetes with insulin taken on a sliding scale. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter issue, and rec'd emergency medical attention and treatment with intravenous fluids. Therefore, this complaint is being reported.